Event description:
Ref imp report (B)(4).

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR) and (B)(4) (the imp). (B)(4). Multiple attempts to obtain additional information from the reporter at the facility have not been successful. The actual device involved in the reported event has been received for eval. The investigation on the device is ongoing at this time. A follow-up report will be provided after the inspection results are available.